Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that during the planning stage of a visit to the account, there was feedback from or staff that the t8 driver needed to be replaced due to difficulty engaging the screw head. It was also reported that other items needed to be inspected during sales rep visit. With the limited information he had at the time (only item # provided was the t8 driver), a product complaint was created to meet reporting guidelines. Once he travelled the 4 hours to the account 2 days later I physically inspected the set with their team and replaced all items they felt should be replaced. The attachment contained an additional 20 items, 21 total including the t8 driver, all of which have been requested to be replaced. The attachment provided in the update should contain all required information to add the 20 items to the complaint. This report is for one (1) small hexagonal screwdriver shaft. This is report 1 of 1 for complaint (B)(4).